Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer received multiple cartridge alarms and a change error occurred during the load sequence. The customer attempted to change cartridges multiple times but alarms kept occurring. Customer¿s blood glucose level was 300 mg/dl. A replacement pump was sent to the customer, the customer reverted to manual injections for insulin therapy.